Manufacturer narrative:
On (B)(6) 2015, candela was able to confirm the serial number of the system involved in the adverse event. The product was installed at the user site (B)(6) 2013. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The service history and product device history record were reviewed with no issues found. Candela had reached out to the site to determine if they would want an evaluation of the system by field service. The site has decided to hold off on the evaluation until further notice.

Manufacturer narrative:
Since the serial number cannot be confirmed, the system history is unknown. Candela is following-up with the site to confirm the system serial number. The patient had reportedly applied numbing cream prior to the treatment and the site noted that the patient may not have washed off all the cream prior to treatment. The site also reported that the patient had stated that she does frequently tan, but that she had not tanned since (B)(6). Investigation is currently ongoing.

Event description:
A candela clinical specialist received a patient injury report from a site and notified candela quality assurance on (B)(6) 2015. The site reported that a patient had received laser hair removal on the leg area and that the patient went to urgent care later that night. The patient called the site the next day reporting that she had first and second degree burns on the treated area and that she was prescribed antibiotics and vicodin for the pain.